Event description:
Patient reported experiencing periodic elevated blood glucose , since november 2004. Patient stated that their %hba1c had risen from 6.8 ( 3 months ago ) to %hba1c 9.0 (during the week of the report). As a result, patient's physician suspected that the device is not properly delivering insulin. No error messages were generated by the device.